Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing. The tachy counters and the noise counters have been unstable for two months. Technical services (ts) recommended performing an x ray and it was performed. After reviewed, automatic setup was performed, and the vector was changed to secondary from alternate. Additionally, isometrics were performed, and lead noise was noted on all vectors. The patient had a remote transmission reviewed and every monday following. Furthermore, the device delivered an inappropriate shock due to small signals and t wave oversensing. The shock impedances were also noted high within normal limits and the sensing was not good. Additional information was received which indicated that this s-ICD exhibited premature battery depletion (pbd). Subsequently, the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.